Manufacturer narrative:
Conclusion: the valve remains in the patient. Images were received for medtronic to review. There were still photo clips related to this event received for image review. There were no valve load checks for this event. The imaging provided could only confirm that there was a valve deployed inside the first valve system in a deeper location. It appears the first valve system was deployed in a shallow position. There was no imaging provided confirming a post-implant balloon aortic valvuloplasty (bav) was performed as stated in this event report. Based on the available information, a root cause for the valve under-expansion could not be conclusively determined. In this case, it was reported that the sinus of valsalva (sov) was calcified; however, the relationship between the calcification and valve incomplete expansion cannot be established/confirmed. Subsequently, during manipulation of the valve frame, the valve dislodged. Potential factors that can influence a valve pop-out/dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. The root cause of the valve dislodgement cannot be determined with the information available. In this case, it was reported that the valve was constrained which contributed to the valve dislodgement. Dislodge events are typically not related to a device malfunction. Afterward, the user followed the instructions in the instructions for use (IFU) that states: "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing." A post bav was performed to expand the valve. However, due to the valve dislodgement, and subsequent sub optimal positioning, a second valve was implanted. The device history record (DHR) and associated frame lot were reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device malfunction or misuse contributed to the reported events h6-update eval method, eval result and eval conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received. Reporting that the sinus of valsalva (sov) was calcified. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm balloon. It was noted, that the dislodgement occurred, after the valve was fully implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following complete deployment, the valve frame did not fully expand. During manipulation of the valve frame, the valve dislodged out of the native annulus, but was fixed on the native valve leaflet and remained under expanded. A balloon aortic valvuloplasty was performed using a 25mm non-medtronic balloon and the valve frame expanded as expected. However, due to the valve dislodgement, and subsequent sub optimal positioning, a second valve was implanted. No additional adverse patient effects were reported.